Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked j2/lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify no excessive no delivery/occlusion alarm due to no button respond. However, keypad flattened button dome switch (creased) was found on express bolus, esc, act, up and down button dome switch (creased). Device received with cracked battery tube threads, minor scratched lcd window, cracked reservoir tube lip, stained end cap sticker, stained address/serial number label and cracked belt clip slot. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons were less responsive and esc button hard to push. Customer stated insulin pump had crack on battery cap. Customer stated insulin pump lost settings were lost when changing out batteries and no delivery alarms. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.